Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted controller event log file indicated the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminished to ~1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. There were no other notable alarms within the log files. From the information provided, a root cause for the mobile power unit power loss could not be determined through this analysis. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files were submitted for review. The event log files captured low power hazards, power cable disconnects and no external power events on (B)(6)2024 and (B)(6)2024. The alarms were due to a brief power interruption to the mobile power unit (mpu). The alarms resolved when power to the mpu was restored.